Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks for possible rapid ventricular response (rvr). The patient is scheduled for an atrioventricular (av) node ablation. The device remains in use. No further patient complications have been reported as a result of this event.